Event description:
It was reported the right ventricular lead demonstrated high threshold measurements three days after implant. The lead was repositioned twice after implant, but the threshold measurement was trending high again. The lead was eventually removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The lead was returned with blood on the helix and within the sleevehead. All electrical testing was within specified parameters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.